Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began on (B)(6) 2021. It was reported that the trial patient still has some bleeding. Additional information was received from the patient. They reported that was hospitalized from (B)(6) 2021.